Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported scratches on his insulin pump's screen. Customer's blood glucose is 201 mg/dl. There are scratches in the center of the screen coming up form the bottom. The damage was due to normal wear and tear. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.